Event description:
It was reported by service report that the bed would not move due to the caster eliminating. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.